Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge change errors occurred with multiple cartridges. There was no impact to the customer's blood glucose level. It was indicated the customer's health care provider would be contacted for back up insulin therapy.